Event description:
A surgeon reported a lens was exchanged approximately 3 months following an intraocular lens (iol) implant surgery. The patient was reported to have a small pupil and experienced poor and visual acuity. The lens had posterior capsular opacification (pco) and had malrotated with inadvertent sulcus placement. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaint reported in the lot number. Attempts have been made to obtain additional information phone and fax. A completed questionaire has not been received. (B)(4).